Event description:
Info received indicates the bed is not sending a nurse call when the pt positioning monitor alarms.

Manufacturer narrative:
The facility replaced the power supply board to repair the bed.